Manufacturer narrative:
The reportable event of partial urinary retention was reported. Additional information confirmed that the patient did not received treatment for the partial urinary retention; making the event non-reportable.

Event description:
Additional information received from the complainant confirms that the patient did not receive treatment for the partial urinary retention. The patient's condition was reported as good. Based on the additional information provided, the event is no longer considered a reportable event.

Manufacturer narrative:
(B)(4) device not returned.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6) 2008. According to the complainant, the patient experienced the following symptoms commencing on (B)(6) 2008. Urinary retention - unable to completely empty bladder approximately half the time. Dysuria - mild pain at tip of penis while urinating. Several attempts at follow up have been unsuccessful.